Event description:
It was reported that the atrial lead had oversensing, noise, and high impedance. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; full lead returned and analyzed.